Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 437 mg/dl and other blood glucose was 445 mg/dl. The customer was declined to troubleshooting and he will just continue monitoring his blood glucose checked and now down to 413 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the customer did used to auto mode feature at the time of event. The device will be returned for analysis.